Manufacturer narrative:
Correction- logs indicate that the drug being delivered was 3,000 mcg/ml lioresal at 684.9 mcg/day. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Recall z-0497-2013 does not apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found there was corrosion/wear/lubrication on the gear train of the pump motor and that there was a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 3,000 mcg/ml baclofen (compounded) at 680 mcg/day. The patient was on 20 mg oral baclofen. The reason for use was intractable spasticity and cerebral palsy. It was reported that a motor stall was seen at initial interrogation. The patient did not recently have an MRI. Pump logs show the pump stalled on (B)(6) 2019 then recovered on (B)(6) 2019, it stalled again on (B)(6) 2019, and on (B)(6) 2019 the logs show stop period may exceed tube set. It was confirmed that were no emi (electromagnetic interference) or magnetic sources present. Motor stall considerations were reviewed, including to silence audible alarms, consider pump replacement, consider programming minimum rate, to cover patient with non-pump medication, and if explanted/replaced pump then return to the manufacturer is recommended. Pump replacement was scheduled for tomorrow morning ((B)(6) 2019). There were no symptoms reported. There were no further complications reported/anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2019-may-23. It was confirmed that the patient had compounded baclofen in their pump at time of the motor stall on (B)(6) 2019. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2019-mar-04. It was reported that the cause of the motor stall was undetermined at the time of the report, and the pump was in transit for analysis. The patient¿s weight was reported. The information was confirmed with the hcp. There were no further complications reported/anticipated.